Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time of 30.7 seconds, while at a battery monitoring voltage of 2.71 v. The device has been implanted for approximately 48 months, and a latitude red alert was generated as a result of this observation. No adverse patient effects have been reported in this event.

Manufacturer narrative:
The following clinic and physician have been notified of the device's battery status. Current records suggest that this device remains implanted at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The device was later returned for analysis. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this device was explanted and successfully replaced with a new boston scientific device. No adverse patient effects were reported as a result of this observation. Several attempts have been made to have this device returned for analysis. This event will be updated if any additional information becomes available.